Event description:
It was reported that this pacemaker device exhibited farfield oversensing and noise. Upon review, the impedance measurements were within the range. The health care professional (hcp) suspected that there could be lead header issue. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was cross talk from ventricular pacing showing up on ra channels, and it was falling into cross chamber blanking, however this was affecting device function. Ts recommended to have in clinic evaluation to check on both right atrial (ra) lead and right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.